Event description:
Boston scientific received information that this patient with this pacemaker developed hematoma on the implant site. A surgical intervention and revision was performed. The pacemaker remains in service. No additional adverse patient effects were reported.